Event description:
It was reported the pt has lost a significant amount of weight and her scs ipg is protruding. The patient stated she stopped charging her scs ipg when she received the letter from sjm regarding the heating while charging issue. It is undetermined if the pt's ipg is still operable. The pt would like to have her scs system removed. Surgical intervention may be undertaken at a later date. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.